Event description:
It was reported that the customer experienced a high blood glucose (bg) displayed as ¿high¿; however, a specific value was not provided. A manual insulin injection was administered to address bg level. Troubleshooting with tandem technical support was performed and determined that air bubbles were observed in the canister. Customer primed the tubing to address the issue and resumed insulin delivery.